Manufacturer narrative:
No kit lot number was provided for a specific investigation. No sample was returned for further testing, and no additional information was provided. A review of complaint trends revealed that all of the alere determine hiv ½ ag/ab lots are performing according to label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that the device is performing within labeled claims.

Event description:
A (B)(6) was obtained with the alere determine hiv ½ ag/ab combo test on a pregnant female patient. There is insufficient information to determine if a malfunction occurred. The patient treatment and outcome were unknown. Attempts to gain additional information were not successful. The date of the incident was not reported and the actual lot number of the alere determine hiv ½ ag/ab combo which was used with this patient sample was not reported.